Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, crease fold, deformation, the weight the device within specification. A microscopic analysis was performed which identified, wear abrasion. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for right side removal as rupture. Device has been explanted.